Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI #: (B)(4). Visual evaluation of the returned packaging material shows material transfer from the inner lid stock, on its superior surface. DHR was reviewed and no discrepancies were found. The white residue found on the retainer is glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. This issue is a common phenomenon and does not cause any risk to the patient. All materials are biocompatible and the adhesive residue does not contact the implant which is contained in a poly bag. The root cause for the reported issue is considered to be a design limitation that is cosmetic in nature. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that when the device was opened, a glue-like material was seen on the inside of the sterile lid. Attempts have been made and no further information has been provided.